Manufacturer narrative:
The referenced report of pump exchange on (B)(6) 2014 is covered under medwatch MFR report #2916596-2015-00023. (B)(4). Approximate age of device ¿ 1 year and 3 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2014, the patient underwent a pump exchange due to suspected pump thrombosis. It was reported that on (B)(6) 2016, the patient was admitted to the hospital with the lvad system producing low flow alarms, pump stoppages, hemolysis, hemoglobinuria, acute renal failure, and heart failure. Device support was discontinued on (B)(6) 2016, and the patient was placed on hospice care. It was reported that the patient was non-compliant with active alcohol and tobacco use, and was not deemed a candidate for a transplant or a pump exchange. The patient expired on (B)(6) 2016 due to end stage congestive heart failure.

Manufacturer narrative:
Additional information. The pump was not returned for evaluation. A correlation between the device and the report of suspected pump thrombosis, low flow alarms, pump stoppages, hemolysis, acute renal failure and the subsequent patient outcome could not be conclusively determined. Device thrombosis, hemolysis, right heart failure, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Device support was discontinued on (B)(6) 2016 for presumed pump thrombosis.